Manufacturer narrative:
The customer contacted olympus technical assistance support. No troubleshooting was performed. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Customer contact olympus technical assistance support to report an issue. It was reported that the camera head exhibited an e226 error code during inspection for use. There was no patient involvement.